Manufacturer narrative:
The customer notified fujinon of an incident involving a fujinon (B)(4) overtube. During a procedure two noticeable pieces of the black silicone ring used to secure a balloon on the end of the overtube broke away/peeled off and needed to be extracted through the biopsy channel with forceps. The physician must have viewed the loose pieces on the monitor because he did not have to remove the scope in order to extract the debris. He completed the procedure successfully and discarded the overtube after use. The physician felt confident that the debris was not placing the pt at risk and that he was able to remove it. He did not feel that any further procedures were necessary to search for or retrieve any additional matter. Fujinon examined another overtube from the same lot; no abnormalities were detected. The mfg facility, fujifilm, was contacted and informed fujinon that they reviewed the mfg records and no defective units were observed. Each overtube is inspected for any loose parts, absence of rough surfaces, sharp edges, protection/protrusions, damage, contamination, strain/stress and discoloration. Additionally, based on biocompatibility data for silicone, this incident poses no adverse effect on the pt. The cause for this incident could not be conclusively determined.

Event description:
Pieces of the black silicone ring used to secure a balloon on an overtube ((B)(4)) broke away during a procedure and needed to be extracted from the pt's small intestine. Doctor removed two noticeable pieces through the biopsy channel and successfully completed the case.